Manufacturer narrative:
The initial MDR 2517506-2017-00400 was filed on april 20, 2017. Additional information received (05/11/2017): a siemens headquarter support center (hsc) specialist reviewed the data and determined the cause of the discordant, falsely low ucfp is attributed to the aliquot drain. The issue was resolved with the replacement of the aliquot drain. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer ran quality control (qc) on both dimension vista instruments following the event, which resulted satisfactory. The customer also performed a five patient sample comparison with the alternate dimension vista instrument, and results were comparable. The customer then contacted the siemens technical support center (tsc). The tsc specialist dispatched a siemens customer service engineer (cse) to the customer site. After evaluating the instrument, the cse replaced the aliquot drain. The customer ran qc, resulting satisfactory. The cause of the discordant, falsely low ucfp results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urinary cerebrospinal fluid protein (ucfp) results were obtained on a patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated four times, resulting the same. The sample was then repeated twice on an alternate dimension vista instrument, resulting higher. It is unknown if the alternate instrument results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ucfp results.